Event description:
Reporter alleged the compact system generated blood glucose results of 800 and 900 mg/dl which is outside of the device's numeric reading range of 10-600 mg/dl. Values > 600 mg/dl should display as "hi." No actions were reported taken and no treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.